Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that a pocket revision has been done and the patient was able to charge the device. All complications were resolved at this point.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The rep reported that x-rays were taken and show the battery has flipped 90 degrees, physician and rep did not measure depth but plan to revise the pocket and decide in the or if we should put it more shallow, cause is unknown, plan is to revise the pocket, unable to charge device until that is complete, steps to resolve was rotating the charger to all four quadrants and trying a second charger, date of surgery is unknown at this time. All information provided was done with physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate, month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was able to recharge two (2) weeks ago, but since between (B)(6), patient had not been able to recharge the implant. The rep said every time they get a connection, it would shortly disconnect after. Technical services suggested dividing the wireless recharger (wr) into four (4) quadrants and then the rep could try each of those segments to see if they could can maintain a charge session. The rep said they had tried their own recharger as well. Technical services asked about the pocket and the rep said when the ins site is palpated, the ins was not there, or it can't be felt. Technical services told the rep the adipose tissue was likely preventing a good recharge, and noted that possible implant angle can be a factor as well. Technical services suggested getting x-ray to check implant depth and position if trying each quadrant on the wr doesn't allow recharging. There were no patient complications reported as a result of this event.